Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receiving further information, it was confirmed that this complaint is not a duplicate. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d10, g3, g6, h3, h2, h6, h10, h11. D10. Biolox delta hd 12/14 32x+3.5; item# 00877503203; lot #2648590. Revitanâ®, distal part, curved, uncemented, 22/140 item #0100406122 lot#2515790. Unknown link ortho combicup. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: in the received documentation it is mentioned that the reported revitan stem and biolox delta head were combined with a cup from another manufacturer, which is a product combination not authorized by zimmer biomet. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination within 1 year prior to the notification date. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed. Radiographs were provided and reviewed by a radiologist. A left hip arthroplasty is present. There is a fracture with displacement at the connecting pin junction point of the revitan modular femoral implant. Bone quality is noted to be mildly osteopenic. Based on the investigation it could be assumed that possible contributing factors to the reported even might be multifactorial, consisting of patient- and procedure-related factors. If and to what extent any of these aspects may have influenced the reported event, remains unknown. Additionally, while the acetabular components are unidentified, they are known to be from a competitor and considered off-label use. Whether this contributed to the fracture or the reported metallosis remains unclear. Therefore, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receiving further information, it was confirmed that this complaint is not a duplicate. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4) d10: biolox delta hd 12/14 32x+3.5 item# 00877503203 lot #2648590 revitanâ®, distal part, curved, uncemented, 22/140 item #0100406122 lot#2515790 g2: foreign: germany the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported from a clinical study that a patient had a revision surgery approximately twelve (12) years after implantation, due to pain and fracture of the femoral proximal body. During the revision, substantial metallosis was debrided from the joint, and the gluteal muscles were found detached from their origin. The proximal body was easily removed, and a transfemoral osteotomy was performed to remove the well-fixed distal portion. The initial cup and liner were retained, and the head and stem were replaced without complications. Cerclage wires were placed to stabilize the osteotomy. Attempts have been made and no further information has been provided.